Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), poor sensing, undersensing and high thresholds were observed during multiple deployments. The leadless ipg was removed and a clot was observed on the device body. A second leadless ipg was attempted which exhibited low r-waves and high thresholds during multiple deployment attempts. The second leadless ipg was not used and a transvenous system was implanted. No patient complications have been reported as a result of this event.